Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the lead dislodged twice in one month. The second time it dislodged the lead perforated the pericardium. The lead was explanted and replaced.